Event description:
The patient presented at a local hospital with pain and discomfort. The patient was reported back to implanting hospital and noted a lead perforation. Lead repositioning was attempted, however it was unsuccessful. And as a result, the lead was explanted.